Event description:
A malfunction was reported on a pump by the customer, who mentioned that recent excessively cold weather might have contributed to the issue, although the pump was kept in a pocket for protection. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance on resetting the pump, which the customer successfully carried out. The customer chose to resume the sensor session independently and was instructed to contact technical support again if the malfunction reoccurred, which it did not.